Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver the stent, stent deformation). Patient¿s condition affected effectiveness of device (target lesion exhibited 90-95% stenosis and was heavily calcified). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: known inherent risk of procedure (failure to deliver the stent, stent deformation). Device failure related to patient condition (target lesion exhibited 90-95% stenosis and was heavily calcified). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).

Event description:
It was intended to treat a lesion located in the cx artery with a 2.75x18mm resolute integrity rx drug eluting stent system. The lesion exhibited 90-95% stenosis and was heavily calcified. The device was prepped and inspected prior to use with no abnormalities noted. The device would not cross the lesion. On removal of the device it was noted that some stent struts were raised. It was reported that the damage was caused by the physician trying to cross the lesion. The lesion was dilated again with a balloon catheter before using a new 2.75x18mm resolute integrity drug eluting stent device successfully to complete the procedure. No patient clinical sequelae were reported.